Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room four time and was also hospitalized. The customer visited the emergency room ans were admitted overnight on (B)(6) 2020 due to unknown high blood glucose level. They experienced extreme dehydration and were treated with 6 liters of fluids and insulin drip. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer also reported that emergency medical services were dispatched on (B)(6) 2020 due to high blood glucose level of 1200 mg/dl, had extreme dehydration and was treated with fluids and insulin drip. Third they visited the emergency room on (B)(6) 2020 due to high blood glucose levels of more than 800 mg/dl. The customer experienced extreme dehydration. They were treated with fluids. Fourth time they visited the emergency room on (B)(6) 2020 due to high blood glucose level of 1000 mg/dl and was treated with insulin pump and shots. The insulin pump was not on auto mode at the time of incident. The customer realized that the tubing had got stuck underneath the adhesive and bent the cannula, so insulin was running down her leg when she was priming the tubing. The customer declined troubleshooting. The insulin pump will not be returned for analysis.